Manufacturer narrative:
The investigation has determined that routine internal stability trial data for vitros tsh yielded an unexpected quality control test result which breached the potential health and safety criteria. A definitive assignable cause could not be determined. No repeat testing was performed. It is not known whether the vitros eci immunodiagnostic system was operating as expected at the time of the events as no performance testing was undertaken. The in-house control sample processed was part of an internal stability testing plan. No results were reported and there were no allegations of patient harm made as a result of the event. (B)(4). This above code is unavailable in ortho¿s electronic system for MDR submissions.

Event description:
An ortho clinical diagnostics quality analyst observed an unexpected in-house quality control test result which had breached the potential health and safety criteria. C-f15 tsh result of 0.121 miu/l versus expected result of 0.264 miu/l. No patient samples were tested. There were no allegations of patient harm made as a result of the events. However, if the event was to recur undetected in a clinical setting, it could not be concluded that patient results would not be affected. (B)(4).